Manufacturer narrative:
(B)(4). Date sent: 5/24/2022.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states patient underwent sleeve gastrectomy in 2017 and two years later, presented to (B)(6) medical center complaining of abdominal pain. Patient was treated for a gastric fistula with intraabdominal fluid collection requiring endoscopy with cauterization of the base of the fistula, as well as ir drainage of the subphrenic fluid collection. Claim further states that claimant continues to suffer from physical, mental, and emotional injuries.